Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16feb2019. International UDI: (B)(4). Reporter phone number unknown. The philips service engineer (se) inspected the device. The se replaced the power switch overlay to address the issue and the ventilator passed all testing.

Event description:
It was reported that the ventilator light emitting diode (led) did not turn on. There was no patient involvement. The event date was not specified; estimate used.